Event description:
Hospira primary tubing broke at end while attached to the j loop. Patient noticed that something was leaking. Broke where the tubing screws into the j loop on IV causing IV fluid to leak.additional device information will be forwarded if available. We have seen this kind of problem with this device before.there are issues at 3 different points of connection reported regarding the tubing:1. When the primary IV tubing is connected to the j-loop. We have 2 j-loop/extension sets in use; it is unknown which was being utilized in the reported incident.2. When primary IV tubing is connected to the blue port (clave) of another primary set.3. At the point of connection of the secondary tubing and blue port (clave) of primary tubing above the level of the IV pump.